Event description:
It was reported that the device was at eri and had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488t competitor implantable pacing lead (B)(6) 2000; 6947 implantable tachy lead (B)(6) 2004. (B)(4).